Manufacturer narrative:
Manufacturer met with hospital staff and risk manager on 01/26/2007. Hospital staff describe reliance on the ge healthcare's centricity perinatal quantitative sentinel (qs) 10-minute display view, not the fetal monitor paper, as being a contributing factor in "missing" some changes in the tracing, i.e., the switch to recording a maternal rate instead of the fetal rate. Clinical and technical representative from ge healthcare reviewed the tracings from the incident and determined that the monitor functioned as designed. The monitor recorded rates that were consistent with either the fetus or the mother. It appears that the clinical staff relied on the current 10-minute display without reviewing history for any changes in baseline and variability. Ge healthcare provides an explantation of the potential to monitor the maternal heart rate in the product labeling. Ge healthcare clinical representative reviewed these features and product limitations with the hospital staff present in the meeting.

Event description:
As reported to manufacturer per facility submitted MDR: "patient arrived in active labor. Initial fhr tracing was reassuring in terms of variability, but the staff recognized the similarity of fetal and maternal heart rates and applied a pulse oximeter to the mother in an attempt to distinguish the rates. The tracing from the fetal heart transducer precisely overlapped the tracing from the maternal pulse oximeter, indicating that the fhr transducer was displaying the maternal rate. The staff manipulated the transducer which failed to pick up the fhr. A fetal scalp electrode was applied which demonstrated the concerning fhr tracing. The baby did not respond to resuscitation. The reportable nature of this event was not determined until [user facility] met with the manfacturer 01/26/2007."